Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date: 11/2020.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula self-activated. An x-ray showed incomplete cannula tang engagement, and upon disassembly it was noted that the right bumper was bent. Therefore, the investigation is confirmed for cannula self-activation. The bent right bumper is the most likely root cause for the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).